Event description:
A consumer reported experiencing hazy vision and decreased visual acuity following his intraocular lens (iol) implant surgery. He stated he visited his surgeon, who told him he did not know the cause of his visual problems and does not think they are related to the iol. He reported the surgeon observed some posterior capsular opacification and advised him to see a retinal specialist. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 09/25/2008.